Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) re-implant procedure. The old aus was previously removed due to a prior cuff erosion. A new aus was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.